Event description:
The explanted device was received for investigation. No further info is available at this point in time.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.